Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: e1 (event site telephone). A getinge field service engineer (fse) evaluated the unit and found event log fault code#107. The fault was resolved after replacing the front panel (B)(6) and power management board (B)(6). The device passed all factory-specified performance and safety index tests and can be used clinically. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number (B)(6) and (B)(6) with a reported unit failure of a shutdown and an alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the boards individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number (B)(6) revision r. No failures confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Due to character limit in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down with a long beep during use, and the equipment was promptly replaced with another unit, resulting in no personal injury.